Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced e006 error. The issue was observed during set up / inspection for use for an unspecified procedure. There were no reports of patient or user harm associated with this event.

Event description:
It was reported that the generator experienced e006 error.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following field was corrected: b5. The following fields were updated: d8, d9, e1-fax number, h2, h3, and h6. The device was returned to olympus for inspection and the reported event was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.